Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the result files. The camera files appeared as expected. No errors occurred during testing. Review of the images showed that the echo generated negative results for all cells for the sample drawn on (B)(4) 2012. The red cell button in cell 2 (which is e positive) visually appeared to have a fuzzy appearance. Controls performed as expected. Testing performed on (B)(4) 2012 resulted as positive (4+) in cell 2 and visually appeared positive. Controls performed as expected. Review of the color check images indicated that plasma had not been pipetted into the test wells on the first batch ((B)(4) 2012). The customer could not confirm if the sample was inspected for bubbles or foam prior to testing. The customer was referred to customer communication (B)(4) regarding liquid level detection distributed to customers (B)(4) 2011, which recommends that customers inspect samples for bubbles or foam, which should be removed prior to placing the samples on the instrument.